Manufacturer narrative:
(B)(4). Method, result and conclusions: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that during a fluoroscopy exam on a patient, the system generated "grainy" images. They contacted philips cscc to get troubleshooting help. During this time the patient coded, CPR was performed but it was unsuccessful.